Event description:
It was reported that during a stent procedure, after advancing the stent in the circumflex through the guiding catheter, there was trouble with the guiding catheter. The stent was pulled out of the system and the guiding catheter was changed. When the stent delivery system (sds) was reinserted through the new guiding catheter, the stent was observed to be missing. It is not known if the stent was lost in the pt's body or if it was lost in the cath lab. A magnet was used over the table in the cath lab and the stent was not found. Cine of the arm, aorta and coronary was done and the stent was not seen. The stent could not be located.